Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had was louder during rewind and received random unexplained no delivery alarm. The insulin pump had diminished battery life and rejected new batteries to the point that had to take it out and replace it with another battery. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. The device will not be returned for analysis.